Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering observed the ceramic sleeve on the instrument to be cracked and broken at the base of the spatula. The spatula did not exhibit any burn marks. The broke pieces were not returned with the instrument. Damage to the clevis was not observed. No other damage was found. Multiple requests for additional information have been made, however, as of the date of this report the site has not responded. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci s surgical procedure, after approximately 1 hour of use, the tip on the permanent cautery spatula instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.